Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that he could not calibrate his insulin pump. Customer was advised that he could not calibrate because his device is wanting him to treat for the high blood sugar. Customer stated that he ate and felt he took enough insulin. Customer declined to troubleshoot for high readings and was advised to wait before calibrating until his blood sugar stabilizes and that his sensor is in line with blood sugar. The product was not returned for analysis.